Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction of the needle tip bent was confirmed. Based on the results of the investigation, the suggested event was likely due to a manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the needle on the hf-resection electrode was bent. The issue occurred during preparation for use prior to a unspecified procedure. There were no reports of patient harm.